Event description:
It was reported that a dissection occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated with a semi compliant 2.75 x 10mm balloon. The balloon inflated and stent fully deployed with no issues encountered. After the 3.00 x 38mm promus elite drug eluting stent was implanted to treat the target lesion, a dissection was noted at the proximal edge of the stent. Post dilatation was performed with a 3.5 x 10mm balloon. Another 3.50 x 12mm promus elite stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. There were no further patient complications, the patient was stable and fully recovered at the end of the procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated with a semi compliant 2.75 x 10mm balloon. The balloon inflated and stent fully deployed with no issues encountered. After the 3.00 x 38mm promus elite drug eluting stent was implanted to treat the target lesion, a dissection was noted at the proximal edge of the stent. Post dilatation was performed with a 3.5 x 10mm balloon. Another 3.50 x 12mm promus elite stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. There were no further patient complications, the patient was stable and fully recovered at the end of the procedure.